Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   added: b5, b7, d4 (expiration), g3, h6 (patient) and d11. No code available was added to capture medical device removal.

Event description:
Medical records alleges synovitis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address suspected loosening of the tibial tray at cement to implant interface. Depuy cement was used. Attune tibial tray was found to be grossly loose. Some pitting was observed on the poly insert. Patient was revised to a stemmed attune fixed bearing revision tray with 2 10mm wedges, and a new poly insert. Doi: (B)(6) 2016; dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.